Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.